Event description:
It was reported that the device exhibited downstream occlusion (dso) seal degradation. The event occurred before infusion. There was no patient involvement and no patient harm.

Manufacturer narrative:
Event date unknown. Device evaluation: one device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, damaged battery compartment, bent battery door spring, and scratched lcd lens. Event history log review was not applicable. The reported issue was confirmed by visual inspection. The root cause was determined to be the dso seal. The dso seal was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.